Event description:
The customer reported false elevated alinity I total b-hcg generated from an alinity I processing module and provided the following data: on (B)(6) 2024, sample ID (B)(6) generated a result of 8,767.71 miu/ml (reference = 25 miu/ml is positive). The patient¿s clinician suspected that the result was inaccurate based on patient¿s ultrasound. The sample was retested with ID number (B)(6) and generated a result of <2.30 miu/ml. The customer further communicated that they thought there might have been an issue and so they performed a restart of the sample testing track. Upon further review, it was noted that stat protocol percentage configuration may have been a contributing factor. There was no reported impact to patient management.

Manufacturer narrative:
The alinity I processing module serial number (B)(6) was evaluated. A configuration setting was found to be incorrectly set and changing the setting resolved the problem. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3005094123-2024-00403 under a different suspect device.

Event description:
The customer reported false elevated alinity I total b-hcg generated from an alinity I processing module and provided the following data: on (B)(6) 2024, sample ID (B)(6) generated a result of 8,767.71 miu/ml (reference = 25 miu/ml is positive). The patient¿s clinician suspected that the result was inaccurate based on patient¿s ultrasound. The sample was retested with ID number 8001 and generated a result of <2.30 miu/ml. The customer further communicated that they thought there might have been an issue and so they performed a restart of the sample testing track. Upon further review, it was noted that stat protocol percentage configuration may have been a contributing factor. There was no reported impact to patient management.